Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had diabetic ketoacidosis. The customer's blood glucose level during the incident was 378 mg/dl. They were admitted into the hospital due to high blood glucose. They had just got out of the hospital. Their current blood glucose level was 326 mg/dl. They treated their high blood glucose with the insulin pump. Troubleshooting was performed. There were no air bubbles in the tubing. There was no bent cannula. The reservoir amount physically matched the amount in the status screen. Additionally, the customer reported that they had experienced a low blood glucose level of 44 mg/dl. The device will not return for analysis.